Manufacturer narrative:
An internal tear was observed on the soft cannula and fluid was observed leaving this tear. Due to the tear, fluid was unable to pass through the entire fluid path and out the distal tip of the soft cannula. The internal tear on the soft cannula can be confirmed as the cause of the failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 400 mg/dl. The pod was worn on the patient's abdomen for between 24 and 36 hours. As treatment, a new pod was applied.